Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother was not assisted with troubleshooting since the insulin pump was not available. The customer's mother was advised to insert a new battery and to discontinue use of the insulin pump if display does not return. The customer's mother was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.